Event description:
It was reported that hvb impedance readings were greater than 200 ohms after implant. When the lead was checked via analyzer, impedance was normal. Approximately one month later, the patient alert tone sounded due to hvb impedance greater than 200 ohms. The physician could not determine whether the high impedances were due to a device header issue or a lead fracture, so the device was explanted and the lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
The pump was received and evaluated by baxter. During testing the open and stop keys were found inoperable on the pumphead module keypad. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
The hospital reported that over the last month during multiple endoscopic vein harvesting procedures, approximately eight short port btt black inflation valves popped out. As a result, the balloons would not remain inflated. The physician's assistant managed to use the same devices to complete the procedures. The hospital did not report any pt(s) complications. Since the exact dates of the procedures were not known or how many short ports were used on each event, all eight will be documented under one case. This report is for the fifth device.

Manufacturer narrative:
The software version is 5.09.90, categorized as colleague 2006.

Event description:
The customer's biomed reported to the service center in (B) (4) on (B) (6) 2009 that on the same day the colleague cs volumetric infusion pump single channel was received for recertification and it was discovered that the open and stop key not functioning. The event was identified during biomed testing and there was no patient involvement. The last service date for the pump was january 2009 by the customer's technicians. The pump was never serviced by another facility other than baxter healthcare. It is unknown if the software has been updated with the latest updates. It is unknown if the device was properly loaded. There were no audible or visible alarms or failure codes when the event occurred. There is not an adverse event, patient injury or medical intervention associated with this report. At this time there is no further complaint information from the customer.

Manufacturer narrative:
(B) (4)

Event description:
It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during a procedure on (B)(4), 2009. According to the complainant, during preparation, they noticed intermittent issues; the inside connector is intermittently arching and the cable alarm connector is physically damaged. Another endostat ii electrosurgical unit was used to complete the procedure. There were no pt complications reported as a result of this event. Attempts to obtain add'l info regarding the pt were unsuccessful. Should add'l relevant details become available, a supplemental report will submitted.

Manufacturer narrative:
There is an ongoing CAPA investigation. (B) (4)